Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of patient device incompatibility / foreign body reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "body was not accepting implants".

Event description:
Patient reported "body was not accepting implants" and "blisters on body." Affected side is right. The device has been explanted.